Event description:
It was reported that patient presented in the emergency room. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). Programming changes were made resolving the issue. Patient condition was stable.